Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lead was capped and replaced.

Manufacturer narrative:
Concomitant medical products: 693335, lead, implanted: (B)(6) 1995. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was high right ventricular (rv) lead thresholds and an alert occurred for low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was a decreased in r wave sensing.